Event description:
It was reported that a 19mm aortic valve was explanted after an implant duration of 104 months due to aortic stenosis. No additional information was provided at this time.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve exhibits cut out in the tissue. Approximately 3mm of tissue remains attached at leaflet 2 commissure 3, and 5-6mm of tissue remains along the attachment of leaflet 3. Leaflet 1 is mostly missing. Heavy calcification is evident in the remaining tissue. Host tissue is also minimal to moderate at the stent inflow and the stent outflow. Heavy cut outs in the sewing ring is evident which exposed a distorted stent. Also, a section of the sewing ring including a section of the band was cut off. It is likely that the condition of the received valve (cut outs, distortion) is due to explant and/or pathology testing. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. No additional information was provided regarding this event, despite continous attempts.

Manufacturer narrative:
Evaluation: method = device not yet returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Attempts to obtain additional information such as operative report and device return are ongoing; updates will be reported once received. At this point, there has been no information to suggest a device quality deficiency that may have caused or contributed to this event.